Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set tubing separated from the gtt chamber during the ofirmev infusion. The following information was provided by the initial reporter: "on thursday(B)(6) 2021, during an or case the secondary set infusing with ofirmev medication, the tubing separated from the gtt chamber spontaneously (no one was touching the item at the time). No injury to the patient. Product with that lot# was pulled and replaced with different lot#."